Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll s/c 50 contained foreign matter. Verbatim: rcc received a complaint via email. Email(s) attached. We are finding black floaties in your bd 20ml syringe. We have pulled all 20 ml syringes from my area. The ones that are in the myelogram tray have them as well. I have a syringe and the wrapper for the incident on 2/4 that I sent the picture of.